Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge error message during the load process with multiple cartridges. There was no impact to customer's blood glucose level. Customer stated they reverted to back up injections for continued insulin therapy.